Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned for further examination. Visual examination of the product cannot be done as the fractured product was not returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial was broken during extraction. No adverse events have been reported as a result of the malfunction.